Event description:
Customer reported device = hi at 11:30 am. No medication was taken. Customer went to the hospital. Lab = 367 mg/dl and customer's device = 467 mg/dl. Customer was given IV treatment, monitored by the doctor, and released. Controls were in range. A request was made for return product and replacement product was sent.